Manufacturer narrative:
Batch review performed on 03 march 2016. (B)(4)

Event description:
The patient had an infection. The surgeon removed all of the implants and put in antibiotic spacers. The surgery was completed successfully. There are no x-rays available. The explants will not be returned.

Manufacturer narrative:
On 03 may 2016 it was prepared a final report with the information already submitted in the initial report.on the same date the report was sent to the initial reporter and the case was closed.